Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an infection after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) was reported. No other information was provided. Additional information was requested but not provided. The device was later returned for evaluation.

Manufacturer narrative:
As reported, an infection after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) was reported. No other information was provided. Additional information was requested but not provided. One non-sterile mynx control venous vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, these were returned retracted as expected per the activation of the deployment mechanism condition. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. No deployment simulation could be performed as the unit was partially activated, with no sealant to be evaluated. Nevertheless, full depression of button 2 was completed to review the complete mechanism, and no abnormal condition was observed. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be observed without receipt of images of the site or receipt of the cultures. The exact cause of the issue experienced could not be determined; however, patient factors remain possible. During analysis of the returned device, it was noted that button 2 was not depressed. Although failure to depress button 2 can result in disruption of the sealant during device removal, there were no reports of inaccurate sealant placement or signs of bleeding, and the sealant was not included with the returned device. Functional analysis confirmed that the device performed as intended when depressing button 2, which supports the possibility that this returned condition was due to user-related factors (user error). However, it is unknown whether this condition contributed to the infection experienced with the limited information available for review. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As instructed in the IFU, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ according to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ neither the product analysis, nor the information available for review suggests that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, an infection after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) was reported. No other information was provided. Additional information was requested but not provided. The device was later returned for evaluation.

Event description:
As reported, an infection after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) was reported. No other information was provided. Additional information was requested but not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
As reported, an infection after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) was reported. No other information was provided. Additional information was requested but not provided. The device was not returned for evaluation. A product history record (phr) could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be observed without receipt of images of the site or receipt of the cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.